Event description:
The pt contacted animas alleging that the pump was not responsive to ok button presses. The pt denied that the keypad was peeling.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently not responding to up and down button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. In addition, the keypad appeared to be swollen and the up and down button contacts were misaligned.